Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Suspected sensor inaccuracy or sensor drift is the gradual deviation in pressure readings over time. In cases where sensor inaccuracy is suspected, physicians can rely on alternative clinical indicators to guide continued patient care. The patient may elect to undergo sensor recalibration via right heart catheterization at a time determined collaboratively with the care team. In this case, the sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed, and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. On 9jan2026, the patient underwent a scheduled 3-year sensor recalibration via right heart catheterization which confirmed that the system was performing as intended and within the expected accuracy limits. As a result, the reported event was not confirmed. With review of all available information, there is no indication of a design or manufacturing related cause for the event and no further corrective or preventative action is required at this time. Corrected data: d4: primary unique device identification.

Event description:
The patient was scheduled for a three-year right heart catheterization (rhc) with sensor recalibration on (B)(6) 2026. Prior to the procedure, the patients' data was reviewed indicating mean pulmonary artery pressure and pulmonary pressure divergence from the initial relationship at the time of implant. Rhc with recalibration was completed on (B)(6) 2026 requiring a pressure adjustment of only 0.5mmhg and sensor accuracy was confirmed.

Manufacturer narrative:
The manufacturer's investigation is ongoing. Additional information will be submitted via follow-up report within 30 days of receipt